Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred during basal delivery. Customer changed supplies to address the occlusion alarms. Customer also reverted to manual insulin therapy. Customer reported blood glucose level ranged from 200-275 mg/dl.